Event description:
It was reported that right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services there had been a gradual rise in shock impedance measurements. Additional information from the field representative provided no reprogramming was completed. The patient will be seen at their regularly scheduled follow up appointment. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services advised there had been a gradual rise in shock impedance measurements. Additional information has been requested but was not provided at this time. This rv lead remains in service. No adverse patient effects were reported.